Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine device check. The ventricular lead exhibited low impedance, high capture threshold, and noise. Upon a ventricular capture test, the patient experienced muscle stimulation. The lead was capped and replaced.